Event description:
One endeavor rx drug-eluting stent was implanted at the mid lcx. An acute non-stemi is reported to have occurred the day after stent implant. A repeat angiography was performed, it is unk if the target lesion was involved. Investigator assessed the event as a peri-procedure mi. Pt was asymptomatic / free of symptoms at 30 days f/u, 6 months f/u and 1 yr f/u.

Manufacturer narrative:
Eval: results: myocardial infarction.